Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received later indicated that patient weight is approximately (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that a por was seen. Steps on reviewing how to clear were given which resolved clearing the power on reset (por). The patient reported their antenna cord was frayed and having to tape it. No symptoms reported at this time.